Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 722 mg/dl. Blood glucose level at the time of the call was 207 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. The customer's health care provider requested that the insulin pump be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump had minor scratched display window and case.